Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of 4.5mm narrow locking compression plate (lcp) 6 holes plate and six (6) 4.5mm unknown cortex screw as the surgeon was not pleased with the results of the operation. The surgeon performed de-rotational osteotomy about six(6) weeks ago and the patient was implanted with the locking compression plate (lcp) system. However, deformity correction was not successfully done, and needed correction. So, the surgeon removed the plate and the unknown cortex screws and adjusted the osteotomy and used an unknown femoral recon nail to fixate. There was no allegation against depuy synthes devices. It is unknown if there was a surgical delay. The patient and surgical outcome were unknown. This report is for one (1) unknown cortex screw. This is report 3 of 7 for (B)(4).